Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue was most likely patient condition since the implant of pump was aborted due to calcification in artery and hence unable to advance the pump.

Event description:
The user facility reported that an impella 5.5 pump on a 57 year old female patient was unable to advance through the axillary artery into the ascending aorta during implant. Calcification was noted in the artery and the decision was made to abort the implant. An impella cp pump was subsequently placed for patient support. There was no resulting patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.